Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge leaked. In addition, it was reported that a change cartridge error occurred. A new cartridge was successfully loaded onto the pump and insulin deliveries were resumed. Customer's blood glucose level was 120 mg/dl.